Manufacturer narrative:
Correction: section g1 has been updated to the correct information that should have been reported in the initial report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient underwent surgical intervention during which the system was explanted. The patient was then given antibiotics and sent home.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.